Event description:
It was reported by the pt's son the pt passed away. The cause of the death was not provided. An attempt was made to contact the physician to determine the cause of the death, however, the physician had no information.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.